Event description:
It was reported that, this electrode was repositioned due to high shock impedances within normal limits. The electrode was repositioned deeper into the sternum. The shock impedance after the procedure was 80 ohms. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode was repositioned due to high shock impedances within normal limits. The electrode was repositioned deeper into the sternum. The shock impedance after the procedure was 80 ohms. This pacemaker remains in service. No additional adverse patient effects were reported.